Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: two products returned from customer were implemented clog test and confirmed there was water coming out of cannula point. So the products meet the requirement. Lot#0008062 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. The returned sample was confirmed that they meet the requirement by clog test. Base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that 2 pen needle 32gx4mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: during hospitalization, customer purchased 9 boxes of pen needles with 14 needles in each box, and customer couldn't tell the exact date. Two needles were blocked, and there was no sample retained. Humalog injection pen and injection were injected for more than 3 years, 4 times a day with 8 units each time.